Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Medical device problem :a090407. Medical device problem :a010402.

Event description:
It was reported that the patient was having pain in the armpit and shocking sensations when turning their neck and head after their recent battery replacement and was scheduled for a revision. When in pre-op for the revision, low impedance was seen. During the surgery, a lead fracture and exposed lead wire was seen in two different sections of the lead. The surgeon elected to replace the entire lead and when doing so, the electrode was seen to be detached from the nerve and held at the neck site by scar tissue. After the lead replacement, impedance was ok and the explanted lead was discarded. Device history records were reviewed for the lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.